Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump received with missing end cap sticker.

Event description:
The customer called to report motor error alarms during bolus deliveries. The customer stated that the insulin pump had been exposed to xray scans due to recent court visits. The customer also reported that she was hospitalized due to high blood glucose levels, with a reading of 541 mg/dl. The customer experienced excessive thirst, urination, headache, nausea and vomiting. Troubleshooting was performed. The insulin pump passed the displacement and self tests. However, advised the customer that the insulin pump would be replaced due to the multiple alarms.